Event description:
It was reported that during an unspecified treatment stenting procedure stent damage occurred. The anatomy location was not reported. A promus element stent 16x3.00mm was implanted. During postdilation a longitudinal stent deformation occurred in the proximal end. A new post-dilation was performed with good final results. The patient remained stable and no further complication has been reported.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).